Manufacturer narrative:
Concomitant medical products: dtma2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. During the explant procedure, the right ventricular (rv) lead became fractured and was dissected in half leaving the right ventricular coil free in the superior vena cava (svc). No further patient complications have been reported as a result of this event.